Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via x-ray during a device change-out procedure. The lead was explanted. The patient was stable post-procedure.